Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer were hospitalized due to high blood glucose. The customer¿s blood glucose level was over 500 mg/dl at the time of hospitalization. Customer was declined for troubleshooting. Customer stated that the insulin pump had insulin flow blocked alarms. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.